Event description:
It was reported that the patient was hearing a "high/low alert tone a couple of times a day" for an unknown reason. The cadence of alert is indicative of a lead integrity issue. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.